Event description:
The reporter stated that the unit was set up to deliver 24 cc over a 24 hr period. After 2 hrs, half of the 30 cc syringe contents had infused. The biomedical engineer tested the unit and found it to operate correctly. There was no pt injury or treatment associated with this event.